Event description:
An intervention was performed on 2 vessels. A 2.5x18 des placed in om. 2.5x13 and 3.0x28 des placed in rca. Two days later the pt returned to the hosp complaining of chest pain. Both the rca and the om were found to be totally occluded. A ptca was performed and the vessels were opened.